Event description:
The customer reported an oil mist haze that they have had since last week. The customer took the unit out of svc. The customer stated that there were no physical complaints reported. The asp field svc engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the oil mist filter-housing clamp loose. He performed an oil mist filter upgrade and certified the system. He performed a cycle, the system met specifications. This issue is being addressed with a customer letter, related to correction & removal.